Event description:
Consumer states that, she had a hernia repair in 2005 & 1 month later, she was back in the hospital for re-operation, because of her vomiting bilious contents. An MRI done at the time showed that the device was defective and "lifted up" one side. At the time of re-operation, the pt was told that the device was "frozen" to the intestines and that her whole bowel system needed to be reconstructed. Seven months following the 2nd surgery, the hernia reappeared. She states that, she hasn't had any problems since 2006, (after re-operation by a professor of surgery). She's heard about the bard-kugel recall from jan 2007 and wanted to document the adverse effects of the (1) sepra and (2) gore mesh products. She has been in prayer about her situation and has sought legal counsel, but is not looking for a lawsuit. Her attorneys found out that her records indicated the use of 2 defective products, neither of which appears to be that of the recalled product from this year. She feels that the mesh products almost cost her life & wants FDA aware.